Event description:
It was reported patient's implant was severely infected causing the need for immediate removal. The patient health care provider (hcp) was stating they would not do the procedure unless the representative was there. It was later reported that the device was explanted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.